Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient with a retained capsule. An x-ray was performed and showed that the capsule was still present and firmly attached to the esophagus. It was not able to be gently removed. The patient had a severe reflux, type 3 paraesophageal hernia and a surgery will be performed for the retained capsule.